Event description:
It was reported that, the pacemaker triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The rv lead had been very stable in the 700 to 800 ohm range prior to the lss. No evidence of lead noise at this time. Boston scientific technical services (ts) stated to consider further evaluation in the clinic with isometrics, pocket manipulation and serial impedances in unipolar and bipolar. The field representative will discuss with clinic. Furthermore, the patient was seen in clinic and lead tested. Bipolar impedance was good. The clinician reprogrammed the device in bipolar and then there was a second lss due to out of range impedance. It was noted that the patient has had recent high rate events. They look like they could be real, and no noise was exhibited. Ts indicated that at this point, program split configuration and unipolar pace and bipolar sense to continue to observe sensing without getting repeated lss and alerts. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the pacemaker triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The rv lead had been very stable in the 700 to 800 ohm range prior to the lss. No evidence of lead noise at this time. Boston scientific technical services (ts) stated to consider further evaluation in the clinic with isometrics, pocket manipulation and serial impedances in unipolar and bipolar. The field representative will discuss with clinic. Furthermore, the patient was seen in clinic and lead tested. Bipolar impedance was good. The clinician reprogrammed the device in bipolar and then there was a second lss due to out of range impedance. It was note that the patient has had recent high rate events the look like they could be real, and no noise was exhibited. Ts indicated that at this point, program split configuration and unipolar pace and bipolar sense to continue to observe sensing without getting repeated lss and alerts. This device remains in service. No adverse patient effects were reported. Further information was received that this lead exhibited oversensing of non physiologic noise. No pacing inhibition was observed. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the pacemaker triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The rv lead had been very stable in the 700 to 800 ohm range prior to the lss. No evidence of lead noise at this time. Boston scientific technical services (ts) stated to consider further evaluation in the clinic with isometrics, pocket manipulation and serial impedances in unipolar and bipolar. The field representative will discuss with clinic. Furthermore, the patient was seen in clinic and lead tested. Bipolar impedance was good. The clinician reprogrammed the device in bipolar and then there was a second lss due to out-of-range impedance. It was note that the patient has had recent high-rate events the look like they could be real, and no noise was exhibited. Ts indicated that at this point, program split configuration and unipolar pace and bipolar sense to continue to observe sensing without getting repeated lss and alerts. This device remains in service. No adverse patient effects were reported. Further information was received that this lead exhibited oversensing of non-physiologic noise. No pacing inhibition was observed. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited loss of capture (loc) and low amplitude. A lead revision has been scheduled for the upcoming months. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that, the pacemaker triggered a lead safety switch (lss) due to high impedances out of range in the right ventricular (rv) lead. The rv lead had been very stable in the 700 to 800 ohm range prior to the lss. No evidence of lead noise at this time. Boston scientific technical services (ts) stated to consider further evaluation in the clinic with isometrics, pocket manipulation and serial impedances in unipolar and bipolar. The field representative will discuss with clinic. Furthermore, the patient was seen in clinic and lead tested. Bipolar impedance was good. The clinician reprogrammed the device in bipolar and then there was a second lss due to out of range impedance. It was note that the patient has had recent high rate events the look like they could be real, and no noise was exhibited. Ts indicated that at this point, program split configuration and unipolar pace and bipolar sense to continue to observe sensing without getting repeated lss and alerts. This device remains in service. No adverse patient effects were reported. Further information was received that this lead exhibited oversensing of non physiologic noise. No pacing inhibition was observed. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited loss of capture (loc) and low amplitude. A lead revision has been scheduled for the upcoming months. No adverse patient effects were reported. This lead remains in service. Additional information was received that a lead fracture was confirmed. A revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.